Event description:
Pediatric hospitalist at bedside assisting to place IV in (B)(6) baby. Rn and ed tech and md at bedside. IV 24 g angio to right hand. IV infiltrated. IV catheter removed. Catheter broken off at hub on removing. Md and hospitalist at bedside assessing hand. Ultrasound done. Catheter piece felt in hand per hospitalist. Subsequent ultrasound and x-ray completed did not find any catheter piece.